Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about a year and a half ago felt as though the therapy wasn't giving patient the benefit it should and met with manufacturer representative, (B)(6) for reprogramming session and setting was increased. Patient said at that time they also talked about having implant taken out however said that didn't have occur and then patient said therapy was fine. Patient mentioned that since that appointment, has increased the setting themselves. Patient said was on a cruise ship for 14 days in january and patient said that brought the external device with however didn't use at all during the cruise. Patient said did go through security device while on the cruise. Patient said that about seven days ago was away from the house helping a friend and noticed return of symptoms again. Patient said didn't bring programmer with them during this time. On saturday, patient connected and received code por. Reviewed meaning of code and that requires device check at managing doctor's office. When asked, patient said that the setting was around 4 point something. Reviewed stim longevity. Patient mentioned that they have an appointment on thursday at 1: 30pm with (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.